Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported no delivery alarms. The customer's blood glucose was unknown. Troubleshooting found a bent cannula when the customer removed his infusion set. The alarm was cleared with a complete infusion set change. The customer also reported irritation at his infusion site. He also reported blood at site, but it was not actively bleeding. No additional information provided.